Manufacturer narrative:
The explanted products will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and associated right ventricular (rv) and left ventricular (lv) leads were explanted due to infection. It was reported the right atrial (ra) lead was not able to be removed from the patient and was therefore surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
This product was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination noted the lead was returned in two segments. A middle segment of lead measured 4 cm and the tip segment was 6.5 cm in length and included the shocking coils over which the gore coating was verified to be fully intact. The terminal pin end of the lead was not returned. Analysis confirmed there is no part of the returned segments of lead missing.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received additional information about this case. The physician reported the ogre covering on the rv lead appeared damaged after the lead was removed from the patient and it was suspected a portion remained within the patient¿s body. A foreign object was observed under echocardiography. The lead was undergoing cultivation testing due to the infection, but was planned to be returned to boston scientific for laboratory analysis. Photographs of the explanted lead were submitted for review, and the gore covering appeared to be intact; however, the lead would need to be returned to confirm this. It was later noted the result of culture test for infection was negative on the lead.